Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, uterine bleeding, and pelvic pain. The patient underwent the concurrent procedures of a laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy and cystoscopy during mesh implantation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary problems, recurrence, dyspareunia, infection, bowel problems, bleeding, and neuromuscular problems.